Manufacturer narrative:
The device was not returned to zoll, the customer attributed the malfunction to the electrodes used during the self-test. Evaluation of the electrodes duplicated the malfunction which was attributed to a missing shorting pin on the electrodes. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.